Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reports their controller could not be used as it would not function as previously reported. The patient removed their pod before going to the hospital. Once at the hospital the patient was treated with intravenous insulin. The patient was prescribed 7 units of insulin. The patient remains in the intensive care unit at the time of this call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.